Event description:
It was reported that during the procedure of craniotomy and tenting, when creating the suture hole, the burr tip was rotated to the bone as usual, there seemed to be some thickness in the bone. While creating the fourth suture after three had been made, the bone was so thick that the effective length of the burr was lost. When the burr tip was rotated in the suture hole, the attachment as well as the handpiece came off and it became dangerous. On follow-up it was reported that there were no patient or staff impact and the bur was not damaged.

Manufacturer narrative:
H3: product analysis: report not confirmed. Evaluation could not reproduce the reported malfunction of attachment and handpiece came off. It was also noted that depth not good. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.